Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call indicating air bubbles in reservoir. Customer's blood glucose was 479 mg/dl. During troubleshooting, customer was instructed to deliver a 5 unit fixed prime until air bubbles were no longer visible. After troubleshooting, customer was advised to call back should issue persist. Customer called back after receiving new insulin pump as it was determined that issue was with insulin pump. Customer reported of having high blood glucose of 338 mg/dl and needed assistance in programming new insulin pump. During troubleshooting, it was found that customer had not programmed basal rates which was contributing to high blood glucose. Customer was assisted in programming pump and removing air bubbles.